Event description:
Follow up information identified although the patient is not receiving the desired stimulation, they have decided not to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.